Event description:
Baxter (B)(4) received a report of a blood leak from a stopcock that occurred during use. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). Five units were received at the plant for evaluation. Visual inspection was performed on the samples, and the reported problem of leak was confirmed; cracks were identified on the stopcocks. The root cause of the problem could not be determined. A batch review was performed on the reported lot and no were found during the manufacturing process. A 510(k) is not available because this is a non-us product. However this report is being filed because the product is same as or similar to product distributed in the us.